Event description:
It was reported that the patient presented via remote transmission after receiving inappropriate atp therapy due to oversensing a supraventricular tachycardia. Programming changes were recommended. The patient will continue to be monitored.